Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor was de-cased in error and re-programed. Upon receipt of the de-cased returned sensor, a visual inspection was performed on the returned sensor puck , no evidence of misuse or abnormalities were observed. The puck's data was extracted and analyzed for any signs of sensor data corruption or glucose reading abnormalities. None were observed during data analysis.¿ the returned sensor was de-cased and a visual inspection was performed on the returned sensor's pcba(printed circuit board assembly); no issue was observed. Source measurement unit (smu) test was executed to assess the functionality of the returned puck and verify the accuracy of its readings. The returned puck transitioned to state 4 (active paired), indicating it had entered a normal operational mode and was fully functional. Current measurements were found to be within specification, confirming the absence of accuracy issues. A sensor thermistor test was performed. The results revealed that the temperature difference between the puck and the room was within the acceptable limits, confirming the proper functionality of the puck's thermistor. Additionally, a poise voltage test was conducted, and the voltage was measured within the yielding results specification. This indicated no problems with the electrical signal lines critical to the glucose reading process. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with use of the abbott diabetes care (adc) device. The customer received a sensor scan result of 250 mg/dl and self-treated with insulin (dose/type unspecified). It is unknown whether the customer noted a trend arrow on the device and the length of sensor wear was 3 days. The customer subsequently experienced dizziness and a loss of consciousness, which resulted in a head injury. An ambulance was called and upon their arrival, a reading of 38 mg/dl was obtained on the healthcare professional (hcp) device and compared to a sensor scan result of 150 mg/dl. The results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The hcp administered intravenous glucose for treatment and the customer regained consciousness and was transported to a hospital where they underwent surgery for their head injury. The customer remained hospitalized for an unspecified second illness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with use of the abbott diabetes care (adc) device. The customer received a sensor scan result of 250 mg/dl and self-treated with insulin (dose/type unspecified). It is unknown whether the customer noted a trend arrow on the device and the length of sensor wear was 3 days. The customer subsequently experienced dizziness and a loss of consciousness, which resulted in a head injury. An ambulance was called and upon their arrival, a reading of 38 mg/dl was obtained on the healthcare professional (hcp) device and compared to a sensor scan result of 150 mg/dl. The results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The hcp administered intravenous glucose for treatment and the customer regained consciousness and was transported to a hospital where they underwent surgery for their head injury. The customer remained hospitalized for an unspecified second illness. There was no report of death or permanent impairment associated with this event.